Event description:
It was reported by service report that the load wheel on the left side was cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Load wheel casting on the breakaway head section. Device was repaired by the customer and put back into service.